Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. It was reported that the pt had an abdominal CT, for other medical reasons, and the physician noticed that the aneurysm had expanded. The explant was complicated due to bleeding issues. The pre-explant angiogram showed no evidence of endoleak. The physician elected to remove the stent graft and the pt was successfully converted to an open surgical repair. Medtronic has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results, conclusion: (pending device evaluation).